Manufacturer narrative:
This report is submitted on august 10, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was the reported the patient had been treated with oral antibiotics for a month, for the recurring infection. The patient underwent a revision surgery on (B)(6) 2021, in order to explant the internal fixture and abutment, and remove tissue around the abutment. Reimplantation is planned once the wound has healed. Patient identifier and product details have been added. This report is submitted on august 19, 2021.